Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-10821 - device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off events on (B)(6) 2024. The first infusion set was in use for less than 30 hours. No further information available.